Event description:
Description: the chemotherapy tech was withdrawing rituxan from the vial into a bd-60 ml luer lok tip syringe lot #6182677, exp 06/2021. The rituxan leaked around the black plunger stopper. The tech had to discard the treatment and remake due to the leakage and possible contamination. Medication administered to or used by the pt. Outcome: the tech had to discard the treatment and remake due to the leakage and possible contamination. Pt counseling provided: unk. Severity: circumstances or events have capacity to cause error. (B)(6).